Manufacturer narrative:
This emdr was submitted as the regulatory assessment decision for this complaint was corrected due to a remediation effort associated with (B)(4). This product was inspected upon receipt. It was noted that the lead was returned but the packaging was not. Visual examination of the lead identified no anomalies. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this infinion lead packaging seal was noted to be compromised. Because the sterility of the product was in question, this product was not used and was planned to be returned for analysis.